Event description:
It was reported that the patient, on the second day of ilet use, experienced a low blood glucose event during sleep with glucose below 70 mg/dl for approximately 35 minutes, and the episode was managed per product guidance with oral fast-acting carbohydrates, after which glucose stabilized. Investigation included complaint intake with troubleshooting and patient education. Further investigation of this case revealed the cause of the hypoglycemia was unclear. There was no user reported symptoms as a result of hypoglycemic event. Outcomes included transient functional limitation that resolved with self-treatment. It was concluded that, based on previously established findings for similar reports, no device malfunction was identified, and no further medical intervention was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.